Event description:
It was reported the patient walked by a security device at a library the night prior and experienced a shocking or jolting sensation. The patient was not being shocked at the time of report, but had pain where the implant was located as well as down towards the bladder. The patient had similar pain 2 weeks prior and a physician had told her she needed the device reprogrammed. It was noted the patient's device was "working well for her." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v887311, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).